Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault and refractive surprise. The lens was explanted and replaced with a shorter length lens with a different diopter. The problem was resolved. Cause of the event was reported as patient-related factor.

Manufacturer narrative:
H3 - device evaluation is required but has not yet been performed. H6 - investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim #: (B)(4).

Manufacturer narrative:
H3: device evaluation: lens was returned in microcentrifuge vial with residue/debris on product. Visual inspection found no visible damage to lens. Dimensional inspection found the lens to be within specifications. Functional inspection found that the returned lens did not meet original values measured at the time of manufacturing. H6: type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim#: (B)(4).